Manufacturer narrative:
If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during the revision surgery, the patient experienced approximately 800 ml of blood loss, but did not require any intervention. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). Medical device - m2a-magnum modular head # item 157452 lot 972760. Taperloc por red/lat 12.5x145 # item 13-103206 lot 739040. M2a-magnum 52-60mm tpr insrt-6 # item 139264 lot 189250. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2018-10680. It is unknown if product will be returning to zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient was revised approximately seven years post initial surgery due to unknown reasons. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient was revised approximately seven years post initial surgery due to pain and large pseudotumor within the capsule surrounding femoral and acetabular . The site was debrided and irrigated. Cup and femoral head were revised. Attempts have been made and additional information on the reported event is unavailable at this time.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of revision op notes. Revision op notes confirms an estimated blood loss of 800 ml and a large pseudotumor identified within the capsule surrounding femoral and acetabular components, debrided and irrigated no loosening of acetabular and femoral components. Device history record was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.